Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital's nurse that while the pt was at home, he reported that the system controller was extremely hot to the point where it "hurt to touch the controller". The pt exchanged his system controller with his backup system controller as instructed. The pt reported that his backup system controller "feels like normal". The pt remains ongoing.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.